Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The mv feature was programmed off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited varying pacing impedance measurements on the atrial channel. A review of the presenting data identified evidence of interaction from the minute ventilation (mv) signal. No adverse patient effects were reported. (B)(4).